Event description:
Device 2 of 2. Reference MFR report# 1627487-2019-02552. It was reported that the scs leads migrated post a fall and lost stimulation. Lead diagnostics displayed high impedances and x rays confirmed the leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-procedure.